Event description:
Event description boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) returned a patient information verification form with comments of 'disastrous results' that occurred in june, 2006.